Manufacturer narrative:
Additional devices listed in this report: cat#: description: lot#: 502-03-54e; primary tritanium hemi cluster hole cup 54mm; h018nx; 2030-6520-1; 6.5 cancellous bone screw 20mm; 5t019w; 2030-6525-1; 6.5 cancellous bone screw 25mm; rn8x9h; 1236-2-848; restoration adm x3 ins 28/48; 54073401; 626-00-42e; modular dual mobility insert; 54403104; 6570-0-128; delta v-40 ceramic head 28/0; 53922204. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
The patient had a fractured femur and infected hip. A cement spacer was implanted after all components were removed.

Manufacturer narrative:
An event regarding periprosthetic fracture and infection involving an accolade stem was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as the device was not returned. Medical records received and evaluation: not performed as no records were provided for review. Device history review: records indicate the device was manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot or sterile lot. Conclusions: the exact cause of the event could not be determined because insufficient information was received. Further information such as return of device, pathology report, x-rays, operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. If additional information and/or the device becomes available, this investigation will be reopened.

Event description:
The patient had a fractured femur and infected hip. A cement spacer was implanted after all components were removed.